Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-apr-2026, a sales representative reported via email that an ar-3780sp knee fibertak button would not shuttle the tail ends of the 1.3 mm suturetape. During attempted shuttling, both fiberlink tails attached to the fibertak button broke. The issue was identified during a quadriceps tendon repair procedure performed on (B)(6) 2026. The procedure was completed by utilizing an additional knee fibertak button and 1.3 mm suturetape. No patient harm was reported. Additional information was received on 13-apr-2026: during the initial shuttling attempt, the fiberlink was unable to shuttle the tapered end of the suturetape through the fibertak button. The fiberlink tails then broke sequentially, and no portion of the suturetape successfully passed through the button prior to failure. The broken fiberlink sutures were removed; however, the button remained implanted in the patient. The procedure was delayed approximately 5-7 minutes, and no additional anesthesia was administered.